Manufacturer narrative:
The complainant in (B)(6) did not return the product for analysis. The clinical report is lacking in details at this time. More questions have been relayed to the team in (B)(6), but to date no reply has been made to assist in the investigation. The data logs were returned for analysis, and that analysis is ongoing. Should more details into the cause of the hemolysis be shared and a root cause be determined, a supplemental medwatch will be completed.

Event description:
A (B)(6) male with cardiomyopathy was admitted to the medical facility in (B)(6) and had an impella 5.0 placed for support. The 5.0 was an escalation from the previously placed intra aortic balloon pump (iabp). The plan was to leave the 5.0 in as the patient was being prepped for a durable vad device. During the support the patient had presumed hemolysis and received 2 units of blood. After 15 days of support, the 5.0 was explanted and the heartmate ii vad was placed.

Manufacturer narrative:
Since the filing of the initial medwatch the investigation has completed. The complainant in japan never forwarded the product for investigation, nor the complete pump data logs. The partial data logs that were returned revealed only the first two hours of support when both placement and suction alarms were occurring. The clinical account stated that the echo was not used to confirm positioning. Hemolysis was possibly related to improper positioning, but the root cause of the presumed hemolysis can not be determined without product and complete data logs. The failure mode will be monitored and trended.